Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The complaint of an ars leak was able to be confirmed by the video. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of a leaking ars was confirmed by visual inspection of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow cvc set: 3-lumen 7fr x 20cm section d.4.-catalog # corrected to cv-25703-e.

Event description:
The complaint is reported as: "the needle is not absorbed. There was no adequate negative pressure to control the return of blood. The doctor used another catheter." No patient harm reported.

Event description:
The complaint is reported as: "the needle is not absorbed. There was no adequate negative pressure to control the return of blood. The doctor used another catheter." No patient harm reported.

Manufacturer narrative:
(B)(4).